Event description:
It was reported that the patient complains about the quality of the sound she is having since (B)(6) 2010. She says that she is hearing 'bad'. During testing carried out in (B)(6) 2009, the audiologist found that 3 electrode channels had hi. Testing carried out on (B)(6) 2010, found that 4 electrode channels are now low. The mcl values are too low considering the impedances of the electrodes; if the audiologist increases the mcl values, the patient feels an electrical type of discharge.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.